Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Additionally, it was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.